Event description:
It was reported that during the pta treatment procedure, the distal tip of the platinum plus guidewire became separated. Difficulty was encountered crossing the 80% stenotic lesion. During withdrawal the guidewire became stuck and the distal tip separated. The separated portion of the guidewire was successfully removed from the patient using a snare. A new device was used and the procedure was successfully completed. The patient's status was reported as `good'.